Event description:
A medtronic representative reported that, while in a procedure, the tip of a solera driver sheared off and was unrecoverable from the post of the screw. Driver tip is made of biocompatible material. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Patient age, or date of birth, not available from the site. Medtronic evaluation finds the driver tip is made of biocompatible material. RMA issued. Replacement shipped to site (B)(4) 2013. Medtronic investigation of returned suspect devices finds that as reported, the tip of the instrument has broken off. The mechanical failure, pieces broken, directly caused the event.